Event description:
On (B)(6) 2012, the pt reported that about two years ago her insertion device released without touching any of the buttons. The infusion set hit the balloon floor and the pt was fearful that it was going to bounce off of the floor and hit her. The pt rarely uses the insertion device since this incident. She has not experienced the issue happening again. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for eval.